Manufacturer narrative:
Information contained in this report was previously submitted through asr on 04/24/2013. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: left side deflation and "particles in valve."

Event description:
Healthcare professional reported a left side deflation. Patient representative reported "pain," "mental anguish," and "loss of the capacity for the enjoyment of life." Patient representative additionally reported patient "suffered bodily injury, suffering, disability, disfigurement"; these events are not related to the device. Device has been explanted. This record is for the left side.